Event description:
This incident was discovered during a maude data base review process. This incident was never reported to conmed corporation by the end-user facility, nor did conmed receive a user medwatch 3500a report forwarded by the FDA. Below is the incident description as appeared on the maude adverse event report #(B)(4): "pt underwent op arthroscopic acl surgery on (B)(6) 2014. A guide pin was utilized by the surgeon to place screws for graft. Surgery was completed according to plan without difficulty. Pt's first week postop without complication. One week postop x-ray done at dr. Appointment which identified a retained foreign object in the surgical knee on b)(6) 2014. Pt to surgery for removal of "rfo" and found a portion of the guide pin had broken off and was in the joint space between the femur and tibia, bent at approx. 90 degrees. Portion of the guide pin was removed by arthroscopic surgery without incident. X-ray taken to confirm no remaining foreign object was present. There was no harm to the patient. Surgical intervention for removal of rfo required and completed". No information regarding patient demographics (sex, weight and age) was provided in the maude report. Additionally, follow-up with the end user facility could not be conducted, as the report was filed without the disclosure of any contact information (i.e. Name, address, phone #) of the end-user facility.

Manufacturer narrative:
As reported on the maude adverse event report #(B)(4), the involved device was not available for evaluation. Without the involved device, an evaluation could not be performed and/or determined the root cause of the reported problem. In this instance, the exact cause of the alleged breakage that required surgical intervention to remove the retained foreign object could not be determined. However, evaluation of similar complaints revealed that the most likely cause of this reported breakage was user related and/or questionable handling of the guide wire during use. A review of the DHR could not be performed, as the lot # of the guide wire was not provided. A 2-year review of the device complaint history shows there has only been one other similar report received. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. In addition, to date, there have been no patient long term adverse events reported regarding any of the reported events. This failure mode is addressed in risk documentation and risk analysis shows an acceptable risk level. The guide wires are single use and sold non-sterile, and must be sterilized before use. The guide wires are intended to be used to assist the surgeon in the placement of a cannulated interference screw into a bone tunnel. This guide wire is made of nitinol. This material is routinely used in the manufacture of medical instruments and has a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches, and orthodontic devices. Device was not returned.